Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were away at boarding school and around 3:30 pm on (B)(6) 2018 someone at the school found the patient unresponsive. The patient was sitting up but either wouldn't or couldn't talk and became combative. The patient¿s mother stated that is something the patient usually does when she is extremely low. An ambulance was called and when they arrived, they took a finger stick and the patient¿s blood sugar was 20 mg/dl, while her cgm was reading 89 mg/dl. She was transported to the emergency room (ER) via ambulance and was treated to bring her blood sugar to normal range. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.